Event description:
This report summarizes <noe> 1 </noe> malfunction event. The customer reported an event of unintended movment of a dx-d 100 system. The customer described the system was driving erratically. The responding service dealer engineer stated the customer reported the dx-d 100 system would speed up and then turn sharply before stopping. The dx-d 100 continued when the dead man switch was not engaged. There were no reported error codes or beeps from the system. The dealer service engineer checked and adjusted the drive gauges as per the service manual. Then engineer also replaced the gauges, deadman switches, and dmc board. After a system check the issue reoccured. The dealer service engineer then replaced the motors and encoder cables. The system was tested and is performing as intended. There have been no reports of additional events. There was no reported harm to patients or users and there are no additional actions for these events.